Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device may have fluid leaked at the site of the cuff. There was no patient harm.